Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode received inappropriate shocks. It was noted that smart pass was on and t wave oversensing was determined to be the cause of the shocks. A few days later the patient received additional inappropriate shocks. Technical services (ts) observed intermittent bundle branch block (bbb) which was creating small amplitude signal. The field representative noted the patient is in end stage renal disease which ts noted could be contributing to their intermittent bbb. Ts recommended follow up with the physician. The electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode received inappropriate shocks. It was noted that smart pass was on and t wave oversensing was determined to be the cause of the shocks. A few days later the patient received additional inappropriate shocks. Technical services (ts) observed intermittent bundle branch block (bbb) which was creating small amplitude signal. The field representative noted the patient is in end stage renal disease which ts noted could be contributing to their intermittent bbb. Ts recommended follow up with the physician. The electrode remains in service. No adverse patient effects were reported. Additional information was received that the patient experienced pain and discomfort and was checked in the clinic. The r wave amplitude was noted to be lower when laying on their left side, which caused the electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) to deliver an inappropriate shock due to t wave oversensing. The patient was rescreened in different positions. Alternate vector was programmed, and a defibrillation threshold (dft) test was performed which passed on the first attempt. The s-ICD remains in service. No additional adverse patient effects were reported.